Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by changing the cartridge and resuming insulin. Ultimately, the customer reverted to an alternate method insulin therapy.